Manufacturer narrative:
Device manufactured between december 03, 2018 to december 05, 2018. The device was received for evaluation. A visual inspection was done and observed no evidence of rupture from the bladder; however the stressmember flange located at the upper area of the device was observed to have been damaged. The reported condition was verified. The exact cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloon) of a small volume intermate ruptured during setup and prior to patient use. The device was filled with saline solution. There was no patient involvement. No additional information is available.